Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During procedure, the clip was still stuck on the catheter even after completely deploying it. The tech opened and closed the clip multiple times, and the physician jiggled the catheter to try and release the clip. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.